Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 17-jan-2018 a field service engineer (fse) found that the mechanical sensor was stuck on the sample tube detection. The fse cleaned and lubricated the mechanical for free movement. No further action was required. The aia-360 instrument was performing within specifications. A 13th-month complaint and service history review for similar complaints was performed on serial number 15103407 from 17-dec-2016 through aware date 17-jan-2018. There were no similar events identified during the searched period. The aia-360 operator's manual under section 7-2: list of flags, states the following: ss: the assay was cancelled because of insufficient sample. If this flag appears when there is an enough sample, either the sample nozzle or the sample detection sensor may be faulty. If this problem occurs frequently, contact the service department. The most likely cause of the reported event was due to the mechanical sensor for sample tube detection being stuck.

Event description:
On (B)(6) 2018 a customer reported getting short sample flags when running quality with the aia-360 instrument. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone estradiol (e2) and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.